Event description:
It was reported that a user who had successfully paired a dexcom g7 sensor with the g7 app was unable to pair it with the ilet pump due to entry of an incorrect pairing code; the user was guided to re-enter the correct code and advised to wait for initial readings. Symptoms included no continuous glucose data available to the pump. Outcomes included temporary loss of cgm-pump communication with no injury, no medical intervention, and no hospitalization. Investigation included troubleshooting and user education on correct pairing steps. Investigation of this case revealed user error in entering the pairing code, resulting in the cgm not being paired to the pump; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.